Manufacturer narrative:
Philips has investigated this complaint. Philips provided a quote to the customer to have a field service engineer (fse) inspect the system onsite, but the customer cancelled the quote; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : evaluation cancelled; no response received for further information.

Event description:
It has been reported to philips that geometry movements were not available upon starting up the system. The device was in clinical use at the time of the event. No harm has been reported to philips.